Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: b5, d8, h3, h4, h6, h11. The device was returned to olympus for inspection and the reported failure equipment with cracked glass was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: outer tube had a dent and image quality was poor. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause not established for meniscus of the r-unit (charge coupled device) section being broken. Three attempts were performed to obtain additional information, but no response was received from the customer. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No new information received from customer.

Event description:
It was reported, the subject device had a cracked glass, probably from an accidental fall. There were no reports of patient harm.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.